Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Check syringe flange sensor error was found in the event history log several times. Power up and syringe test process were performed which duplicated the reported issue. The cause of the issue was that debris and contamination were found in ear clip and the sensor. The ear clip was replaced, and the sensor was reassembled to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was showing "flange not in place" when a syringe was properly loaded, and the small calibration slug also showed false on the syringe ear sensor digital sensor monitor. Per reporter, it was stated that the nicu started using neoconnect syringes with the new medfusion 4000 pumps and some of them are not sensing the syringe flange, and when the syringe is loaded the digital ear sensor shows false and ¿syringe flange not in place¿ error stops the unit from being used. There was no physical damage reported. There was no patient involvement.